Event description:
On august 6, 2006, the lay patient's husband contacted lifescan (lfs) alleging that the patient's one touch ultra meter read inaccurately high. The medical affairs specialits (mas) attempted to reach the patient by phone one or two different days at different times and sent a letter to the patient. The mas also listened to the recorded call with the lfs customer care advocagte (cca). The following information was provided during the initial call to lfs: the patient and her husband were traveling in 2006, when the patient started to feel "worn out". She tested with the reported meter and test strips and obtained results of 188, 187 and 199mg/dl. The husband drove home. By the time they arrived home, the patient was sweating and disoriented. The husband tested the patient with the husband's one touch ultra meter and test strips and obtained a result of 36 mg/dl, which correlated with the patient's symptoms that suggested hypoclycemia. He immediately retested the patient with the reported meter and test strips and obtained a result of 202 mg/dl., which did not appear to correlate with the patient's symptoms. The husband thought the symptoms indicated she was hypoclycemic and gave her orange juice with sugar and chocolate. The husband tested the patient with his meter and test strips after she took the orange juice and chocolate and was oriented; the result was 71 mg/dl. Later, the husband used his strips and tested his own blood glucose level with his meter compared to the reported meter; the results were 202 and 204 mg/dl, respectively. These results fell within accuracy specifications when the husband's test strips were used in both meters. The customer care advocate (cca) confirmed that the reported test strips were not expired, were in good condition, and had been stored properly. A control solution test was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because elevated readings were obtained with the lfs meter and test strips that did not correlate with the patient's symptoms that suggested hypoglycemia. A low blood glucose reading was obtained using other test strips and another meter. The patient's husband treated her with orange juice and chocolate and her symptoms were relieved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.